Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarms. No cosmetic damage noted.

Event description:
Customer reported via phone call that there is a motor error alarm. The blood glucose reading is 6.7 mmol/l.